Manufacturer narrative:
The initial MDR 2432235-2021-00116 was filed on (B)(6) 2021. Additional information ((B)(6) 2021): siemens reviewed the available information and found no evidence of a reagent delivery issue, however there is evidence of a foaming issue based on the result monitor data. Process errors were logged for the reagent arm 2: vertical motor: probe crash detected, dilution arm: pressure transducer: sample clog detected and for the reagent arm 1: reagent arm 1: drain water not detected, dilution arm: dilution arm: sample not aspirated on (B)(6) 2021. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. While there is insufficient information to determine the cause of the discordant result, pre-analytical variables or a sample specific issues are potential contributing factors. The cause of the falsely depressed creatinine test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed. Section h6 adverse event problem codes were revised. Corrected information: the initial MDR 2432235-2021-00116 provided g3 date received by manufacturer as 19-apr-2021. The correct date for g3 date received by manufacturer for the initial MDR is (B)(6) 2021.

Manufacturer narrative:
The customer contacted siemens to report a falsely depressed creatinine (ecre_2) patient sample test result was obtained from an atellica ch 930 instrument. The initial result did not match a previous test result from the same patient (delta check) and the sample was repeated on an alternate atellica ch 930 instrument. Siemens dispatched a customer service engineer (cse) to the customer site to inspect the analyzer. Siemens is investigating.

Event description:
A falsely depressed creatinine (ecre_2) patient sample test result was obtained from an atellica ch 930 instrument. The initial test result was not reported to a physician(s). The same sample was repeated on an alternate atellica ch 930 instrument. The repeat result was reported as the correct result to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine (ecre_2) test result.